Event description:
Baby's blood sugar became unstable requiring three separate IV boluses of 10% dextrose. IV cassette then noted to be leaking total parenteral nutrition IV fluids. Baby is critically ill with blood pressure fluctuations along with the unstable blood sugar. It is the physician's opinion that the blood sugar problems and resultant dextrose boluses were related to leak in IV tubing.